Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator was unable to hold urine and experienced increased leakage. A urinary tract infection (uti) was present. The patient mentioned that they had completed their antibiotics and was uncertain whether their infection had returned or if it was a result of the stimulation. The stimulation device was turned off and will be monitored further. The patient also noted that they will need another MRI in the future, but they have not yet followed up on this. There were no additional patient complications.

Event description:
It was reported that the patient with this neurostimulator was unable to hold urine and experienced increased leakage. A urinary tract infection (uti) was present. The patient mentioned that they had completed their antibiotics and was uncertain whether their infection had returned or if it was a result of the stimulation. The stimulation device was turned off and will be monitored further. The patient also noted that they will need another MRI in the future, but they have not yet followed up on this. A few months later, the patient went to the emergency department due experiencing a fall and having broken bones near their eye. Since the fall, the patient experienced leaking. The patient was given new medication, that is typically prescribed to help with urinary symptoms, and they reported it was helping. The patient will have a follow up regarding their fall and their stimulation was turned off.

Manufacturer narrative:
Block d4: UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "incontinence, urinary" and "infection, urinary tract" was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Correction: block b5 incident description